Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. The customer reverted to manual insulin injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.